Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector was set to the secondary vector. The patient has a pacemaker. The subcutaneous implantable cardiac defibrillator is marking the paced beats as noise. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.